Manufacturer narrative:
The event occurred in (B)(6). Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Event description:
Caller states the patient tested 3.7 inr on the coaguchek xs system while a comparison lab returned as 2.6 inr or 3.6 inr. Customer could not recall the exact result. No actions taken based on the device result. No adverse event reported. Requested return of suspect system.

Manufacturer narrative:
The event occurred in (B)(6).